Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The caller advised that the customer's blood glucose was high because she had eaten a donut for breakfast. The customer's blood glucose was 400 mg/dl. The caller was advised that the broken belt clip about which she called would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.